Manufacturer narrative:
Investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for defective stopper molding leading to underfill with the incident lot was observed. Additionally, evaluation of the customer samples was performed and defective stopper molding leading to underfill was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that 400 bd vacutainer® k2 edta (k2e) 5.4 mg blood collection tubes experienced underfill or low draw which was noted after use. The following information was provided by the initial reporter: draw volume - lack of vacuum.

Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8345594, medical device expiration date: 2020-04-30, device manufacture date: 2018-12-11. Medical device lot #: 9004593, medical device expiration date: 2020-05-31, device manufacture date: 2019-01-04.

Event description:
It was reported that 400 bd vacutainer® k2 edta (k2e) 5.4 mg blood collection tubes experienced underfill or low draw which was noted after use. The following information was provided by the initial reporter: draw volume - lack of vacuum.